Manufacturer narrative:
On july 04, 2023, mentor received the device for evaluation as well as additional information. Mentor became aware that the patient's prosthesis was replaced with a 325cc mentor memorygel breast implant. The patient was implanted during a breast augmentation rvision surgery. The patient's initials were added as p.m.j. On july 13, 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation surgery with a 325cc mentor memorygel breast implant. Post-operatively, the patient experienced baker grade iii capsular contracture of the left breast, which was confirmed during a physical exam. As a result, the patient underwent removal on an undisclosed date. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 17, 2023, mentor received additional information. Date of event was updated to 03/02/2023 the patient's date of implantation was added as (B)(6) 2022 the patient's date of explantation was added as (B)(6) 2023 mentor became aware that the patient's prosthesis was replaced with a 325cc mentor memorygel breast implant. Manufacturer¿s reference number: (B)(4).